Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns an approximately (B)(6) female pt who initiated treatment with synvisc one and was experiencing very swollen knee, painful knee and was allergic to synvisc one. No medical history, past drugs, concomitant medications or concurrent conditions were reported. On (B)(6) 2015, the pt was administered intra-articular synvisc one injection (dose, lot/batch number, expiration date not provided) in her knee (s) (it is not known if the synvisc one was given in both knees) for pain relief of osteoarthritis in the knee (s). The physician reported that the pt contacted him the next day ((B)(6) 2015) stating she was experiencing very swollen and painful knee (s). The physician said he injected the pt with steroids and the swelling subsided. The physician stated that he had recorded her as being allergic to synvisc one. Corrective treatment: steroids for the events of "experiencing very swollen knee" and "painful knee"; not reported for the event of allergic to synvisc one. Outcome: recovering/ resolving for the event of "experiencing very swollen knee"; unk for the events of painful knee and allergic to synvisc one. A pharmaceutical technical complaint (ptc) was initiated and the result was pending. Seriousness criteria: required intervention ("experiencing very swollen knee" and "painful knee"). No further info was provided.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on july 22, 2015. Global ptc number and ptc results were added.